Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2014 with the following findings: there was no evidence of moisture observed anywhere in the pump during a visual inspection. No battery cap was returned with the pump. A test battery cap was used to complete all testing. The complaint that there was moisture behind the display was not able to be confirmed during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.